Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
Information was received via sus voluntary event report. It was reported the guide wire was retained. No additional information is available.